Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One, opened, used sample was received without packaging in conjunction with this complaint. This sample was visually examined and no manufacturing defects were noted. The returned product was functionally tested and confirmed the reported defect of leakage from the backcheck valve. The sample was further examined by manufacturing business unit leaders and engineers. It was confirmed that the sonic weld of the product was not a complete seal. The exact root could not be determined at this time. The backcheck valve is made with a brittle material and when excess pressure is applied it is likely to cause cracks, resulting in leakage or complete breakage of the sonic weld. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. While we are unable to confirm the exact root cause of the reported defect, we will maintain this report for further references and continue to monitor other reports for similar occurrences. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on a new complaint case and an updated procedure, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B.braun has conducted a retrospective review for all complaints of similar nature in accordance with b. Braun internal procedures.

Event description:
As reported by the user facility: during priming several sets leaked at the backcheck valve. No patient injury reported.